Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with disconnection on ventilator side. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with the disconnection on ventilator side on the day of the event. The event occurred during ventilation, however, no harm to the patient was reported. 2025-10-24 09:20:52 disconnection on ventilator side alarms (B)(6). 2025-10-24 09:20:29 high tidal volume alarms (B)(6). 2025-10-24 09:20:11 audio paused on special (B)(6). 2025-10-24 09:20:09 audio paused off special (B)(6). 2025-10-24 09:20:00 audio paused on special (B)(6). 2025-10-24 09:19:02 disconnection on ventilator side alarms (B)(6). Following the event, during troubleshooting test mode 13, ppat (patient pressure) and paw (airway pressure) were not running in tandem. The root cause was determined to be a defective inspiratory valve. After the valve was replaced, the device passed all functional tests and operated as intended.